Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of phacoemulsification unit. The fss tested the surgery center¿s handpiece. The handpiece had a slight obstruction in the aspiration tube but cleared itself during testing. The fss checked all connections and connectors of handpiece and verified the phaco output is within specifications. The fss found the handpiece to meet all amo specifications. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye. As a result of the corneal burn, the wound required 3 radial sutures. The surgery center requested service on the phacofragmentation unit and to have handpiece used during the event checked. The patient was seen on a 3 day post op exam and the surgery center indicated there are no post-operative complications and the patient outcome is expected well. This report is for the phacofragmentation unit.